Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient fell on their device a few weeks prior to call. An hour after the fall the patient¿s thigh went numb and started tingling. When the patient bent over, they experienced a poking sensation. The patient wondered if a lead was floating around. The patient¿s stimulator was not working right. The patient had stimulation in the stomach instead of their legs. Stimulation made the patient feel like throwing up. The patient had not had stimulation on for three days. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.